Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was found that the refrigerator was not unlocking and failed to open. A field service engineer (fse) found that refrigerator was new and has not yet been installed. The fse worked with the analyst to obtain a new irac board for installation. The fse mentioned that whenever iraq board arrives and proceed installed. The customer has been informed and customer planned to move the medication from the failed bin. The fse also confirmed that customer was successfully recovered the storage space in offsite location. The system functioned as intended after the customer resolved field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not unlocking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es helmer fridge was not unlocking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.